Manufacturer narrative:
"Reported issue is both an adverse event and product problem."

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during preparation for the hta procedure, the patient received local anesthesia and was dilated to 8mm in diameter. No anomalies were noted with the patient's anatomy. During the hysteroscopy portion of the procedure, saline was observed leaking from the cervix. The sheath from the hta procerva procedure set was removed from the cervix and the vaginal area cleaned and dried with raytec pads. The same sheath was reinserted and the tenaculum was stabilized. A proper cervical seal was attained and the procedure resumed. Reportedly, approximately three minutes into the procedure, the physician observed bubbles leaking from the cervix. The procedure was aborted and the hta console was placed into the cool down phase. While the console was cooling, the patient made a bucking movement which caused the sheath to move out of position. No fluid loss alarms occurred; however, fluid leaked from the cervix into the vagina before it was cooled. The patient sustained an internal burn on the right side of the vagina, but the degree is unknown. The patient was treated with silvadene cream and released. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during preparation for the hta procedure, the patient received local anesthesia and was dilated to 8mm in diameter. No anomalies were noted with the patient's anatomy. During the hysteroscopy portion of the procedure, saline was observed leaking from the cervix. The sheath from the hta procerva procedure set was removed from the cervix and the vaginal area cleaned and dried with raytec pads. The same sheath was reinserted and the tenaculum was stabilized. A proper cervical seal was attained and the procedure resumed. Reportedly, approximately three minutes into the procedure, the physician observed bubbles leaking from the cervix. The procedure was aborted and the hta console was placed into the cool down phase. While the console was cooling, the patient made a bucking movement which caused the sheath to move out of position. No fluid loss alarms occurred; however, fluid leaked from the cervix into the vagina before it was cooled. The patient sustained an internal burn on the right side of the vagina, but the degree is unknown. The patient was treated with silvadene cream and released. An additional attempt has been made to obtain follow up event details with no response from the clinician.